Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited increased right ventricular (rv) pacing impedance measurements. A surgical revision was performed, and an attempt was made to revise the rv lead. However, the patient's vessel was occluded and a new lead could not be implanted. It was noted that the patient required minimal rv pacing; therefore, the device was reprogrammed and the device remains in service. No additional adverse patient effects were reported.